Manufacturer narrative:
On 28-jan-2022, mentor failure analysis lab received a mentor memorygel breast implant 550cc gel breast prosthesis. On 01-feb-2022, mentor received additional information stating the device belongs to this patient suffering from bilateral breast prosthesis rupture. It was not specified if the mentor memorygel breast implant 550cc gel breast prosthesis is the patient¿s right or left ruptured breast prosthesis. Because the side is unknown, the received device and its analysis will be reported in manufacturer report number 1645337-2021-14301 (report for contralateral device). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06-feb-2023, mentor received additional information about the event. It was reported that only the patient¿s right breast prosthesis ruptured. The left breast prosthesis was removed intact. This report is for the patient¿s left breast prosthesis. Block b1 ¿is product problem¿ no longer applies to this report nor does h6 medical device problem code material rupture (a0412). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation procedure with unspecified mentor gel breast prostheses that both ruptured post implantation. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis.